Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was 49 mg/dl. The patient treated by consuming carbohydrates. Troubleshooting was declined for the insulin pump. The insulin pump was not returned for analysis.